Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q3 2018 THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038.(B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON AUG 4, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: TWO EVENT OF UNSPECIFIED MAJOR VASCULAR COMPLICATIONS, ONE EVENT OF AN IMMEDIATE INTRAPROCEDURE VALVE IN VALVE IMPLANT, ONE EVENT OF DEVICE RECAPTURE AND RETRIEVAL, ONE EVENT OF AN UNSPECIFIED UNPLANNED VASCULAR SURGERY OR INTERVENTION, ONE EVENT OF ISCHEMIC STROKE, AND ONE EVENT OF AN UNSPECIFIED VALVE RELATED READMISSION. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON NOVEMBER 9, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF CARDIAC ARREST, ONE OF EVENT OF UNSPECIFIED UNPLANNED VASCULAR SURGERY OR INTERVENTION, ONE EVENT OF UNSPECIFIED MAJOR VASCULAR COMPLICATIONS, ONE EVENT OF CONDUCTION DISTURBANCE REQUIRING PACING SUPPORT, ONE EVENT OF THROMBUS, ONE EVENT OF UNDETERMINED STROKE, ONE EVENT OF UNSPECIFIED VALVE RELATED READMISSION, AND THREE EVENTS OF ISCHEMIC STROKE. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON FEBRUARY 7, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM THE TVT REGISTRY SUBSEQUENTLY AMENDED OR REMOVED THE STS/ACC TVT REGISTRY REMOVED DATA: TWO EVENTS OF CONDUCTION DISTURBANCE REQUIRING PACING SUPPORT AND ONE EVENT OF CARDIAC ARREST. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2018 THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q3 2018 THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED. - ATTACHMENT: [TVT UPDATES 2025587-2018-02670.XLSX]

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q3 2018. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2018. TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 1,465 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED EVENT DATE IS THE DATE THE INFORMATION WAS RECEIVED BY MEDTRONIC. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
THIS REPORT SUMMARIZES <NOE> 1,465 <NOE> SERIOUS INJURY EVENTS. MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY (THE SOCIETY OF THORACIC SURGEONS/AMERICAN COLLEGE OF CARDIOLOGY TRANSCATHETER VALVE THERAPY REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO SUMMARIES OF OBSERVATIONS RELATED TO PATIENT DEATHS AND SERIOUS INJURIES.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;702733385-1117876-20,I,SI,266,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-1266909-20-1,S,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-1266909-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-1318392-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-1318392-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C62876;702733385-1924220-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-1938536-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-1942803-20,I,SI,154,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-1999764-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-1999764-20,S,SI,,,,;702733385-2198859-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-2252280-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-2265097-20,I,SI,30,EnVeo TM R Loading System,LS-ENVEOR23US,C76126;702733385-2265097-20-1,S,SI,0,EnVeo TM R Loading System,LS-ENVEOR23US,C53269;702733385-2352665-20,I,SI,14,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-2360489-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-2394541-20,I,SI,1,EnVeo TM R Loading System,LS-ENVEOR23US,C76126;702733385-2472866-20,I,SI,391,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702733385-2489306-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-2498593-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-2507203-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-2507203-20,S,SI,,,,;702733385-2622172-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-2638024-20,I,SI,28,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-2717315-20,I,SI,21,EnVeo TM R Loading System,LS-ENVEOR23US,C76126;702733385-2723821-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-2747721-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-2774193-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-2830858-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;702733385-2831896-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-3000475-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-3000475-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;C62876;702733385-3013824-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-3050345-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;702733385-3089166-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-3097566-20,I,SI,0,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;C64343;702733385-3124286-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-3135720-20,I,SI,386,CoreValve System;TAV,MCS-P3-23-AOA,C76126;702733385-3288629-20,I,SI,396,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702733385-3292988-20,I,SI,91,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-3301017-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-3306052-20,I,SI,2,CoreValve System;TAV,MCS-P3-26-AOA,C76126;702733385-3306052-20-1,S,SI,0,CoreValve System;TAV,MCS-P3-26-AOA,C53269;C64343;702733385-3415100-20,I,SI,346,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702733385-3421285-20,I,SI,5,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702733385-3421285-20-1,S,SI,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;C64343;702733385-3484970-20,I,SI,0,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702733385-3501129-20,I,SI,0,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702733385-3503709-20,I,SI,202,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702733385-3503709-20,S,SI,,,,;702733385-3557670-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;702733385-3572780-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-3575746-20,I,SI,4,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702733385-3642469-20,I,SI,397,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702733385-3646706-20-1,S,SI,992,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-3646706-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-3658133-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-3658133-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;702733385-3723865-20,I,SI,242,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-3741901-20,I,SI,278,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-3763475-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;702733385-3806599-20,I,SI,192,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-3823529-20,I,SI,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702733385-3828469-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-3863667-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-3903787-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;702733385-3908570-20,I,SI,3,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702733385-3908570-20-1,S,SI,0,CoreValve System;TAV,MCS-P3-31-AOA,C53269;C64343;C62876;702733385-3978384-20,I,SI,318,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4001539-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4006254-20,I,SI,344,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4026168-20,I,SI,88,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4028818-20,I,SI,1,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702733385-4056940-20,I,SI,4,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4061385-20,I,SI,48,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4065374-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4065374-20,S,SI,,,,;702733385-4099329-20,I,SI,263,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4120510-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4142758-20,I,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4146148-20,I,SI,665,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4146148-20,S,SI,,,,;702733385-4148136-20,I,SI,72,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4148239-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4153407-20,I,SI,395,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4154891-20,I,SI,87,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702733385-4155402-20,I,SI,271,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4161257-20,I,SI,43,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4168145-20,I,SI,215,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4173772-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4177609-20,I,SI,357,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4178451-20,I,SI,77,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4178451-20-1,S,SI,65,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4179639-20,I,SI,124,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4197500-20,I,SI,309,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4197632-20,I,SI,181,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4202646-20,I,SI,297,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4202857-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4206496-20,I,SI,414,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4206583-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4207258-20,I,SI,293,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4207269-20,I,SI,90,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4208286-20,I,SI,79,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4208458-20,I,SI,359,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4208661-20-2,S,SI,275,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4208661-20-3,S,SI,299,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4208661-20,I,SI,356,EnVeo TM R Loading System,LS-ENVEOR2629US,C76126;702733385-4208661-20-1,S,SI,83,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702733385-4210636-20,I,SI,87,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4211504-20,I,SI,234,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4212127-20,I,SI,359,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4213762-20,I,SI,290,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4214144-20,I,SI,397,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4214870-20-1,S,SI,381,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4214870-20,I,SI,28,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4216308-20,I,SI,413,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4217878-20-1,S,SI,346,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4217878-20,I,SI,74,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4221504-20,I,SI,79,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4227682-20,I,SI,63,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4229381-20,I,SI,273,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4229607-20,I,SI,77,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4229675-20,I,SI,236,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4234198-20,I,SI,177,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4234198-20-1,S,SI,169,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4235453-20,I,SI,43,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4235548-20,I,SI,104,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4236034-20,I,SI,339,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4237330-20,I,SI,314,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4237530-20,I,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702733385-4237693-20,I,SI,385,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4237715-20,I,SI,408,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4238145-20-1,S,SI,274,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4238145-20,I,SI,280,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4239851-20,I,SI,294,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4239867-20,I,SI,148,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4245075-20,I,SI,126,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4258104-20,I,SI,219,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4258353-20-1,S,SI,81,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4258353-20,I,SI,86,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4258923-20,I,SI,346,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702733385-4259004-20,I,SI,182,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4259822-20,I,SI,337,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4261537-20,I,SI,163,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4262856-20,I,SI,148,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4263230-20,I,SI,78,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4263629-20,I,SI,206,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4265070-20,I,SI,367,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4265810-20,I,SI,206,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4266841-20,I,SI,21,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4268996-20,I,SI,250,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4269913-20,I,SI,338,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4270997-20,I,SI,154,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4271651-20,I,SI,98,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4273277-20,I,SI,46,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4274982-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4275122-20,I,SI,141,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4275127-20,I,SI,339,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4276368-20,I,SI,349,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4281993-20,I,SI,156,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4283435-20,I,SI,134,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4283657-20-1,S,SI,413,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4283657-20,I,SI,175,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4284516-20,I,SI,281,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702733385-4285684-20,I,SI,193,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4287248-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4291509-20,I,SI,330,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4292583-20,I,SI,211,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4293277-20,I,SI,365,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4297492-20-1,S,SI,275,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4297492-20-2,S,SI,345,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4297492-20,I,SI,118,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4297832-20,I,SI,128,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4298456-20,I,SI,53,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4298995-20,I,SI,163,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4299863-20,I,SI,230,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4299984-20,I,SI,95,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4299984-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4300280-20,I,SI,167,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4301272-20-1,S,SI,259,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4301272-20,I,SI,71,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4301860-20,I,SI,283,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4303591-20,I,SI,65,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4305198-20,I,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4305712-20,I,SI,107,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4306526-20,I,SI,37,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4306738-20,I,SI,315,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4309172-20,I,SI,269,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4310289-20,I,SI,249,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4310805-20,I,SI,325,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4311593-20-1,S,SI,99,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4311593-20,I,SI,76,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4312135-20,I,SI,430,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4312135-20,S,SI,,,,;702733385-4312286-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4312286-20-1,S,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4312831-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4313971-20-1,S,SI,382,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4313971-20-2,S,SI,386,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4313971-20,I,SI,375,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4314527-20,I,SI,122,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4316873-20,I,SI,132,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4317103-20,I,SI,166,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4318246-20,I,SI,183,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4319695-20,I,SI,38,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4320518-20,I,SI,237,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702733385-4320579-20,I,SI,279,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4323302-20,I,SI,358,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4323355-20,I,SI,310,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4326749-20,I,SI,346,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4328073-20,I,SI,41,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4329354-20-1,S,SI,365,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4329354-20,I,SI,337,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4330525-20,I,SI,66,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4330649-20,I,SI,55,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4332901-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4332901-20-1,S,SI,19,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4333806-20-1,S,SI,318,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4333806-20,I,SI,291,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4337595-20,I,SI,317,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4337934-20,I,SI,328,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4338108-20,I,SI,135,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4338675-20,I,SI,360,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4341406-20-1,S,SI,361,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4341406-20,I,SI,217,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4341875-20,I,SI,208,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702733385-4342381-20,I,SI,37,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4342381-20,S,SI,,,,;702733385-4347038-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4355881-20,I,SI,152,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4356018-20,I,SI,360,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4357410-20,I,SI,N/A,EnVeo TM R Loading System,LS-ENVEOR2629US,C62814 ;C62917;702733385-4357681-20,I,SI,10,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4357697-20,I,SI,153,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4359517-20,I,SI,144,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4362479-20,I,SI,340,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4363690-20,I,SI,300,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4365085-20,I,SI,340,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702733385-4365793-20,I,SI,113,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4366056-20,I,SI,375,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4366225-20,I,SI,330,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;C53269;702733385-4369042-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4369042-20,S,SI,,,,;702733385-4369078-20,I,SI,269,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4370155-20,I,SI,62,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4371656-20,I,SI,60,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4373257-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4374961-20,I,SI,64,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4376402-20,I,SI,42,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4380349-20,I,SI,408,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4380452-20,I,SI,92,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4380930-20,I,SI,137,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4381477-20,I,SI,333,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4384335-20,I,SI,110,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4385042-20,I,SI,391,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4385217-20-1,S,SI,274,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4385217-20,I,SI,54,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4386599-20,I,SI,46,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4390483-20,I,SI,177,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4390483-20,S,SI,,,,;702733385-4391801-20,I,SI,198,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4393062-20,I,SI,256,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4394802-20,I,SI,361,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4396971-20,I,SI,105,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4405159-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4405159-20-1,S,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4408522-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4408580-20,I,SI,84,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4409149-20,I,SI,72,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4416906-20,I,SI,25,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4416988-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4417637-20,I,SI,47,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4418990-20,I,SI,214,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702733385-4418990-20,S,SI,,,,;702733385-4434616-20,I,SI,82,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4437518-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4443837-20,I,SI,264,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4444824-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4445629-20,I,SI,232,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4457421-20,I,SI,106,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4461091-20-1,S,SI,279,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4461091-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4461091-20-2,S,SI,358,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4462256-20,I,SI,140,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702733385-4464439-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;702733385-4464808-20,I,SI,46,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4467794-20,I,SI,226,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4468478-20,I,SI,338,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4479252-20,I,SI,79,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4481353-20,I,SI,121,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4487342-20,I,SI,345,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4487495-20,I,SI,91,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4488749-20,I,SI,12,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4489275-20,I,SI,320,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4489642-20,I,SI,280,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4489970-20,I,SI,13,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4491493-20,I,SI,336,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269; C62917;702733385-4527851-20,I,SI,153,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4535709-20,I,SI,11,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4553236-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4553236-20-1,S,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4555115-20-1,S,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4555115-20,I,SI,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4556274-20,I,SI,128,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4556274-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C64343;C62876;702733385-4558238-20,I,SI,159,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4566231-20,I,SI,213,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4567547-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4571544-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4614939-20,I,SI,13,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4614939-20-1,S,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4614939-20-2,S,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4617286-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4617562-20,I,SI,8,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4618671-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;C53269;702733385-4622209-20,I,SI,30,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4623884-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4629046-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;C64343;702733385-4631192-20,I,SI,130,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4633425-20,I,SI,190,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4640621-20-1,S,SI,216,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4640621-20,I,SI,183,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4642089-20,I,SI,104,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4645721-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4646396-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4646907-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4647226-20,I,SI,77,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4648371-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4648951-20,I,SI,36,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4650510-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4653282-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4653494-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4656994-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4657804-20,I,SI,42,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4659142-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4659142-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4659664-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4660817-20,I,SI,4,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4663153-20,I,SI,7,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4663583-20,I,SI,16,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4669146-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C76126;702733385-4669401-20,I,SI,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702733385-4670689-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4672829-20,I,SI,11,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4673420-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4673420-20,S,SI,,,,;702733385-4674534-20,I,SI,35,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4674534-20,S,SI,,,,;702733385-4675070-20,I,SI,16,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4675729-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4678993-20-1,S,SI,49,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4678993-20,I,SI,49,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4679700-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4679779-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4690576-20,I,SI,27,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4690759-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702733385-4692814-20,I,SI,24,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4693590-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;702733385-4694589-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4694703-20,I,SI,33,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4694754-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4694774-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4694776-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4695777-20,I,SI,32,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4695810-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4695832-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4696038-20,I,SI,157,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4696038-20-1,S,SI,182,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4698086-20,I,SI,29,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4698381-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4698405-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4699395-20,I,SI,33,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4699649-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4700481-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4700727-20,I,SI,338,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4701153-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4701154-20,I,SI,24,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4702810-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4703478-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4703478-20-1,S,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4703529-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4704588-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4710337-20-1,S,SI,39,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4710337-20,I,SI,54,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4710514-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4711107-20,I,SI,4,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;C76126;702733385-4711108-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4711827-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4713436-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4714646-20,I,SI,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4716177-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4716452-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4718036-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4718069-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4718084-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4718101-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4718117-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4718120-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4718164-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4718167-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;C62950;C53269;702733385-4719531-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4720551-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4721053-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4722356-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4722356-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4722360-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C76126;702733385-4722360-20-1,S,SI,9,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4722577-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4722688-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4722979-20-1,S,SI,73,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4722979-20-1,S,SI,,,,;702733385-4722979-20,I,SI,62,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4723510-20,I,SI,18,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4724036-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4724728-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4725241-20,I,SI,29,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4725789-20-1,S,SI,19,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4725789-20,I,SI,6,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4725856-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4728001-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4728238-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4728897-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4729409-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4729936-20,I,SI,21,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4730627-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4730627-20-1,S,SI,15,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4732821-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4732923-20,I,SI,9,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4732926-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4732929-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4733203-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4733260-20,I,SI,6,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4734416-20,I,SI,12,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4735971-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4736034-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4736421-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4737199-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4737343-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4737787-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4737857-20,I,SI,6,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4737875-20,I,SI,17,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4738074-20,I,SI,16,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4738191-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4738278-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4738490-20,I,SI,24,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4739852-20,I,SI,16,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4739856-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C62814; C62917;702733385-4742004-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;702733385-4754426-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4754932-20,I,SI,26,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702733385-4755586-20,I,SI,23,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4755586-20-1,S,SI,33,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4755586-20-3,S,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4755586-20-2,S,SI,19,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4755586-20-2,S,SI,,,,;702733385-4755855-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4757216-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4757252-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4757790-20,I,SI,16,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4758281-20,I,SI,26,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4758308-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4760273-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4760479-20,I,SI,20,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4760658-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4760802-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4761083-20,I,SI,7,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4761466-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4761466-20-1,S,SI,31,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4761971-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4763010-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4763296-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4763624-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4763885-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4763895-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4764572-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4766593-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4766599-20,I,SI,49,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4766660-20,I,SI,180,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4766660-20,S,SI,,,,;702733385-4766716-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4766779-20-1,S,SI,18,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4766779-20-2,S,SI,15,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4766779-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4767464-20,I,SI,87,EnVeo TM R Delivery Catheter System,ENVEOR-US,C76126;702733385-4767464-20,S,SI,,,,;702733385-4768380-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4768786-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4769037-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4769042-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4780149-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4780149-20-1,S,SI,13,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269; C62917;702733385-4781146-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4781435-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4793308-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4793796-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4795568-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4795573-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4795636-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4795941-20,I,SI,18,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4796323-20,I,SI,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4796812-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4797582-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4797785-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4797850-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4797925-20,I,SI,29,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4797925-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4797993-20,I,SI,50,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4798147-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4798153-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4798153-20-1,S,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4798221-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4798354-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4798446-20-1,S,SI,36,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4798446-20,I,SI,42,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4798453-20-1,S,SI,6,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;C76126;702733385-4798453-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4798505-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4798664-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;C62876;702733385-4798675-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4798703-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4798803-20,I,SI,5,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702733385-4798817-20,I,SI,1,EnVeo TM R Loading System,LS-ENVEOR2629US,C76126;702733385-4798921-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4799455-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4799455-20-1,S,SI,23,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4799625-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4799825-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4799825-20-1,S,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4799875-20,I,SI,15,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4799936-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4799953-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4799993-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4799994-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4800162-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4800245-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4800248-20,I,SI,31,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4800270-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4800319-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4800413-20-1,S,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4800413-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4800454-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4800528-20,I,SI,6,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4800556-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4800578-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4800586-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4800625-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4800679-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4800694-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4800734-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4800884-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4801135-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;C64343;702733385-4801209-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4801214-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4801254-20-1,S,SI,15,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4801254-20,I,SI,22,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4801394-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702733385-4801715-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4801883-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4801883-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4802061-20,I,SI,25,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4802200-20,I,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4802200-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4802476-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4802491-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4802494-20,I,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4802494-20-1,S,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4802588-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4802760-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4802802-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4802846-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4802858-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4802940-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4802946-20,I,SI,17,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4802946-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4803078-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4803295-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;C53269;702733385-4803295-20-1,S,SI,14,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4803316-20,I,SI,16,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4803571-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4803659-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4803783-20-1,S,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4803783-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4803797-20,I,SI,21,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4803988-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4803988-20,S,SI,,,,;702733385-4803988-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4803988-20-1,S,SI,,,,;702733385-4803998-20,I,SI,44,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4804134-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4804179-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4804315-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4804476-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C62876;C53269;C64343;702733385-4804728-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4804735-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4804850-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4805024-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4805040-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4805073-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4805097-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4805129-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4805182-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4805579-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4805818-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4805887-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4805916-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4805931-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4806187-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C64343;702733385-4806500-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4806682-20,I,SI,51,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4806801-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4806833-20,I,SI,8,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4806942-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4806956-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4807554-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4807821-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4807987-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4808013-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4808049-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4808379-20-1,S,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4808379-20,I,SI,15,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4808407-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4808504-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4808528-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4808596-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4808596-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4808887-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4808937-20,I,SI,1,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702733385-4809103-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C76126;702733385-4809473-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4809927-20,I,SI,15,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4810028-20,I,SI,35,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4810296-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4810466-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4810547-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4810574-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4810582-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4810637-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4810767-20-1,S,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4810767-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4810792-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4810792-20,S,SI,,,,;702733385-4810928-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4811006-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4811375-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;702733385-4811375-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4811375-20-2,S,SI,44,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4811386-20,I,SI,16,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4811403-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4811515-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4811639-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4811773-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4811773-20-1,S,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4812174-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4812353-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4812444-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4812444-20,S,SI,,,,;702733385-4812650-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4812718-20,I,SI,382,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4812723-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4812750-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4812930-20,I,SI,7,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4812992-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4813117-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4813202-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4813209-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4813552-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4813677-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4813698-20,I,SI,4,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4814020-20,I,SI,30,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4814020-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4814028-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62814;702733385-4814192-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4814287-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4814506-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4814672-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4814916-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;702733385-4815211-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4815254-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4815369-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4815371-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4815372-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4815589-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4815666-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4815986-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4816406-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4816421-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4816653-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;702733385-4816716-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4816791-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4816986-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4817055-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4817135-20,I,SI,3,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4817141-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4817144-20,I,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4817349-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4817349-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4817377-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4817377-20,S,SI,,,,;702733385-4817465-20-1,S,SI,3,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4817465-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4817492-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4817547-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4817600-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4817627-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4817660-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4817709-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4817722-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4817793-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4817960-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4817999-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4818047-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4818183-20,I,SI,0,EnVeo TM R Delivery Catheter System,ENVEOR-US,C76126;C53269;702733385-4818192-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4818599-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;702733385-4818753-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4818826-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4818968-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4819018-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4819105-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4819159-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4819159-20,S,SI,,,,;702733385-4819316-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4819334-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4819355-20,I,SI,8,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4819507-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702733385-4819511-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4819629-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4819673-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4819739-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4819836-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4820134-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4820134-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4820172-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4820549-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4820736-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4821103-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4821285-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62814;702733385-4821616-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4821625-20,I,SI,31,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4821646-20-1,S,SI,4,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4821646-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4821683-20,I,SI,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4821727-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4821930-20,I,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4822091-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4822157-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4822157-20-1,S,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4822474-20,I,SI,4,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4822572-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4822659-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4822759-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4822814-20,I,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4822851-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4822851-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4822861-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4822869-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4823118-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4823125-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4823347-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702733385-4823376-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4823644-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4823882-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4823882-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4823904-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4823911-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4823955-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4824127-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4824150-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4824305-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702733385-4824357-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4824357-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C62814;702733385-4824382-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4824560-20,I,SI,0,EnVeo TM R Delivery Catheter System,ENVEOR-US,C76126;702733385-4824588-20-1,S,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4824588-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4824589-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4824785-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4824963-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4824978-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4825036-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4825180-20,I,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702733385-4825211-20,I,SI,1,EnVeo TM R Loading System,LS-ENVEOR2629US,C76126;702733385-4825211-20-1,S,SI,0,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702733385-4825284-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4825382-20,I,SI,2,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702733385-4825555-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;702733385-4825629-20,I,SI,5,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;C53269;702733385-4825965-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4826176-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4826228-20,I,SI,14,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4826228-20,S,SI,,,,;702733385-4826228-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4826426-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4826562-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4826690-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4827047-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4827110-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;C53269;702733385-4828135-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4828178-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4828289-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4828379-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4828856-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4829101-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4829195-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4829234-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4829338-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4829548-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4829631-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4829715-20,I,SI,22,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4829737-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4829836-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4829997-20,I,SI,70,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4830013-20-1,S,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4830013-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4830195-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4830299-20,I,SI,39,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4830354-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4830360-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4830382-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4830382-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4830431-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4830599-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4830605-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4830647-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4830662-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4830671-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4830675-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4830676-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4830787-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4831038-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4831041-20-1,S,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4831041-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4831190-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C64343;C53269 ;702733385-4831301-20,I,SI,4,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4831301-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4831319-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4831347-20,I,SI,32,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4831468-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4831468-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C62814;702733385-4831500-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4831537-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4831717-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4831763-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4831763-20-1,S,SI,,,,;702733385-4831763-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4831763-20,S,SI,,,,;702733385-4831793-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4831827-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4831932-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4831973-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4831973-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4832077-20,I,SI,26,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4832144-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4832278-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4832401-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4832487-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4832606-20,I,SI,20,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4832815-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4833406-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C62814 ;C53269;702733385-4833451-20,I,SI,11,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C76126;702733385-4833621-20,I,SI,42,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4833822-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4833841-20,I,SI,16,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4833892-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4833936-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4834153-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4834153-20-1,S,SI,4,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4834426-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4834519-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4834990-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4835046-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4835084-20,I,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4835161-20,I,SI,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4835168-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4835240-20,I,SI,3,EnVeo TM R Delivery Catheter System,ENVEOR-US,C76126;C53269;702733385-4835348-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4835396-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4835468-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4835555-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4835565-20-1,S,SI,35,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4835565-20,I,SI,40,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4835567-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4835646-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4835675-20-1,S,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;C53269;702733385-4835675-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4835716-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;C53269;702733385-4835748-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4835806-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4836033-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4836033-20-1,S,SI,,,,;702733385-4836033-20,I,SI,5,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4836050-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4836199-20,I,SI,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702733385-4836199-20-1,S,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702733385-4836534-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4836589-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4836710-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4836712-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4836712-20,S,SI,,,,;702733385-4837053-20,I,SI,3,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702733385-4837053-20-1,S,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702733385-4837368-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4837406-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4837590-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4837715-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4838010-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4838178-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702733385-4838315-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4838496-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4838516-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4838559-20-1,S,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4838559-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4838588-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4838747-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4838747-20-1,S,SI,17,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4838756-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4839830-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4839853-20,I,SI,37,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4839881-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4839962-20,I,SI,10,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4839988-20,I,SI,10,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;C53269;702733385-4839988-20-1,S,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4839988-20-2,S,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4840139-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4840139-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4840257-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4840257-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;702733385-4840267-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4840317-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4840317-20,S,SI,,,,;702733385-4840384-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4840520-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4840559-20-1,S,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4840559-20,I,SI,11,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4840581-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4840581-20-1,S,SI,13,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4840581-20-2,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;702733385-4840625-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4840710-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4840721-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4840794-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4840844-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4840917-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4840933-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4840940-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4840976-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4841281-20,I,SI,4,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;C53269;702733385-4841324-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4841389-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4841551-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4841658-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4841669-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C76126;702733385-4841737-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4841770-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4841770-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4841821-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4841840-20,I,SI,21,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4841877-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4841942-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4841942-20-1,S,SI,37,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4841962-20,I,SI,13,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4841983-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4842090-20-1,S,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4842090-20,I,SI,3,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4842128-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4842144-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4842631-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4842714-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C62814;702733385-4842760-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4842816-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4842843-20,I,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4842843-20-1,S,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4842898-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4842898-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4842931-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4842961-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4843413-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4843433-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4843455-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4843455-20-1,S,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4843624-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4843913-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4844165-20,I,SI,14,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4844392-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4844392-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C62814 ;C64343;C53269;C62876;702733385-4844433-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4844527-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4844609-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4844643-20-1,S,SI,1,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702733385-4844643-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C76126;C53269 ;702733385-4844781-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4844880-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4845199-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4845199-20-1,S,SI,27,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4845199-20-2,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C62814; C62917;702733385-4845253-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4845358-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4845392-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4845435-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4845456-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4845582-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4845723-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4845816-20,I,SI,5,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4845859-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4845940-20-1,S,SI,8,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4845940-20-2,S,SI,8,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4845940-20,I,SI,21,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4846007-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4846030-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4846044-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;702733385-4846355-20,I,SI,41,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4846758-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4846763-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4846824-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4846866-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4846904-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4846931-20,I,SI,9,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4847081-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4847108-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4847209-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4847213-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4847239-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4847283-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4847421-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4847989-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4848082-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;C62876;702733385-4848208-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4848370-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4848385-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4848386-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4848460-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4848461-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4848461-20,S,SI,,,,;702733385-4848519-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4848800-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4848872-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4848879-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4848934-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4848985-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4849296-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4849343-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4849361-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4849432-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4849485-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4849542-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4849542-20-1,S,SI,,,,;702733385-4849542-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4849685-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4849697-20,I,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4849697-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4849708-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4859798-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4860078-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4860078-20-2,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4860078-20-1,S,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4860092-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4860203-20,I,SI,34,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4860504-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4860767-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4860821-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4860890-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4860963-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4860967-20,I,SI,0,EnVeo TM R Loading System,LS-ENVEOR23US,C62814;C53269;702733385-4861052-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4861134-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4861204-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4861367-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4861367-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4861540-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4861540-20,S,SI,,,,;702733385-4861837-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4861905-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4862019-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4862139-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4862175-20,I,SI,31,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4862388-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4862725-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4862752-20-1,S,SI,4,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702733385-4862752-20,I,SI,3,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702733385-4862761-20,I,SI,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4862766-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4862898-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4863101-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4863101-20-1,S,SI,6,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4863101-20-3,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4863101-20-2,S,SI,16,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4863141-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4863356-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4863490-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4863557-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4864436-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4864441-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4864488-20,I,SI,15,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4864490-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4864567-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4864579-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4864861-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4864930-20,I,SI,8,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4865077-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4865288-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4865346-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4865403-20-2,S,SI,58,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4865403-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4865403-20-1,S,SI,27,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4865535-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4865708-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4865966-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4866057-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4866065-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4866117-20,I,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4866127-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4866231-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4866303-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4866729-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702733385-4866793-20,I,SI,13,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4866793-20-1,S,SI,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4866793-20-2,S,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C62814; C62917;702733385-4867288-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4867602-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4867657-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4867742-20,I,SI,11,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4867783-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4868192-20,I,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4868201-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4868331-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4868525-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4868715-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4868816-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4869014-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4869026-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4869246-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4869332-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4869367-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4869537-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4869557-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4869613-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4869677-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4869724-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4869744-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4869773-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4870017-20,I,SI,37,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4870017-20,S,SI,,,,;702733385-4870119-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4870470-20,I,SI,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4870541-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4870543-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4870624-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4870696-20,I,SI,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4870696-20,S,SI,,,,;702733385-4870851-20,I,SI,10,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4870883-20,I,SI,52,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4871257-20,I,SI,61,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4871364-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4871425-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4871728-20,I,SI,41,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4871728-20,S,SI,,,,;702733385-4872200-20,I,SI,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702733385-4872227-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4872227-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4872257-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4872258-20,I,SI,3,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702733385-4872325-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4872601-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4872760-20,I,SI,0,EnVeo TM R Loading System,LS-ENVEOR23US,C53269;702733385-4872886-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4872887-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4872965-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4873014-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;C53269;702733385-4873014-20-1,S,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4873108-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4873113-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4873165-20,I,SI,49,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4873165-20-1,S,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4873255-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4873355-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4873759-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4873890-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4874087-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4874164-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4874486-20,I,SI,9,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4874509-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4874513-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4874555-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4874647-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4874732-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4874795-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4875100-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4875134-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4875200-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4875250-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4875411-20,I,SI,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702733385-4875632-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4875727-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4876112-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4876166-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4876245-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4876336-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;C53269;702733385-4876509-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4876656-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4876756-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4876756-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4876785-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4876999-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4877159-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4877224-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4877224-20,S,SI,,,,;702733385-4877236-20-1,S,SI,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4877236-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4877365-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4878076-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4878204-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4878252-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;C53269;702733385-4878297-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4878549-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4878693-20,I,SI,7,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4878693-20-1,S,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4878854-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4879049-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4879176-20,I,SI,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702733385-4879251-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4879349-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4879377-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4879601-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4879614-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4879770-20,I,SI,11,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4879770-20-1,S,SI,84,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4879966-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4880063-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4880193-20-1,S,SI,23,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4880193-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4880212-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4880258-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4880311-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4880431-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4880862-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4881017-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4881068-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4881425-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4881447-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4881456-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4881514-20-1,S,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4881514-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4881552-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4881554-20-1,S,SI,10,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4881554-20,I,SI,14,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4881659-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4881688-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4881866-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4881881-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4882225-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4882252-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4882696-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4882696-20-1,S,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4883011-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62814 ;C53269;702733385-4883238-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4883356-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4883640-20,I,SI,22,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4883720-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4883736-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4884214-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4884283-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4884308-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4884383-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4884383-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4884429-20,I,SI,3,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4884643-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4884937-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4885042-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4905153-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4905159-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;C53269;702733385-4905216-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4905293-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4905294-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4905323-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;C62876;702733385-4905685-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4905783-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4905783-20,S,SI,,,,;702733385-4905901-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4905912-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4906092-20-1,S,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4906092-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4906092-20,S,SI,,,,;702733385-4906250-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4906250-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C62814 ;C53269;702733385-4906597-20,I,SI,0,EnVeo TM R Delivery Catheter System,ENVEOR-US,C76126;702733385-4906610-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4906737-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4906775-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4906801-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4906819-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;702733385-4906825-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4906825-20,S,SI,,,,;702733385-4906913-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4907014-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4907177-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C62814 ;702733385-4907483-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4907609-20,I,SI,51,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4907613-20,I,SI,0,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702733385-4907745-20,I,SI,2,EnVeo TM R Loading System,LS-ENVEOR23US,C76126;702733385-4908029-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4908191-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4908191-20,S,SI,,,,;702733385-4908278-20,I,SI,0,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702733385-4908329-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C64343;C62876;702733385-4908420-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4908599-20,I,SI,5,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4908603-20-2,S,SI,60,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4908603-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4908603-20-1,S,SI,73,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4908634-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4908664-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4908926-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4908926-20-1,S,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4908926-20-2,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4909116-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702733385-4909327-20,I,SI,10,EnVeo TM R Loading System,LS-ENVEOR23US,C76126;702733385-4909632-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4909713-20,I,SI,21,EnVeo TM R Loading System,LS-ENVEOR23US,C76126;702733385-4909713-20-1,S,SI,1,EnVeo TM R Loading System,LS-ENVEOR23US,C53269;702733385-4909781-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4910231-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4910291-20,I,SI,0,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702733385-4910397-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4910501-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4910557-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4910756-20,I,SI,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4910940-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4911708-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4911761-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4911924-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4911932-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4912101-20,I,SI,9,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4912136-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4912261-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4912453-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4912481-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4912496-20,I,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4912692-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4912737-20,I,SI,23,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4912744-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4912744-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4912790-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4913138-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702733385-4913173-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4913422-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4913569-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4913605-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4913614-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4913663-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4913683-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;702733385-4913765-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4913765-20-1,S,SI,13,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4913783-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4913828-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C62814;702733385-4913848-20,I,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4914181-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4914383-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4914623-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C64343;702733385-4914719-20,I,SI,0,EnVeo TM R Loading System,LS-ENVEOR2629US,C62814 ;702733385-4914799-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4915308-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4915448-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702733385-4915548-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4915568-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4915568-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4915593-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4915756-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4915777-20,I,SI,1,CoreValve System; TAV,MCS-P3-26-AOA-US,C76126;702733385-4915793-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4915826-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4915924-20-1,S,SI,21,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4915924-20-1,S,SI,,,,;702733385-4915924-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4915924-20,S,SI,,,,;702733385-4915929-20,I,SI,12,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4915951-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4916015-20,I,SI,18,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4916071-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4916101-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4916167-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4916225-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4916306-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702733385-4916460-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4916828-20-1,S,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4916828-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4916854-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4916902-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4916959-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4917169-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4917430-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4917512-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C76126;702733385-4917731-20,I,SI,16,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4917903-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4918105-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4918252-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4918289-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4918502-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4918805-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4918882-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4918922-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4918963-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4918998-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4919007-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4919226-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;702733385-4919263-20,I,SI,5,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4919263-20-1,S,SI,7,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4919300-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4919325-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4919328-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4919328-20,S,SI,,,,;702733385-4919353-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4919600-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4919716-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4919763-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4919800-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4919812-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4919906-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4919989-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4920011-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4920091-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4920127-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4920159-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4920217-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4920222-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4920344-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4920558-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4920685-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4920816-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4920838-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4920936-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4920973-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4921046-20-1,S,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4921046-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4921084-20,I,SI,8,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4921141-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4921157-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4921254-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4921278-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4921472-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4921564-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4921642-20-1,S,SI,15,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4921642-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4921763-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4921820-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4921948-20,I,SI,11,EnVeo TM R Loading System,LS-ENVEOR2629US,C53269;702733385-4922226-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4922226-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4922363-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4922457-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4922517-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4922649-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4922764-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4922848-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4923134-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4923294-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;702733385-4923396-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4923634-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4923765-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4923774-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4923988-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4923998-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4924232-20-1,S,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702733385-4924232-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4924356-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4924659-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702733385-4924843-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4924843-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4925112-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702733385-4925112-20-1,S,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4925123-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;C53269;702733385-4925126-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4925153-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4925318-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4925323-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4925345-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4925345-20,S,SI,,,,;702733385-4925666-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4925850-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4926000-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4926268-20-1,S,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4926268-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702733385-4926344-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4926429-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;702733385-4926629-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4926779-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4926822-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4926822-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;702733385-4927048-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4927310-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4927323-20,I,SI,11,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;702733385-4927370-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4927519-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702733385-4927606-20,I,SI,76,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702733385-4927683-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4927753-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4927835-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;702733385-4927895-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702733385-4927930-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4927952-20,I,SI,8,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4927952-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;702733385-4928062-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4928126-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C62814;702733385-4928194-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;702733385-4928413-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4928650-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702733385-4928669-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;C64343;702733385-4928899-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;702733385-4928903-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C62814;C62876

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON FEB 10, 2021, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF UNSPECIFIED MAJOR BLEEDING EVENT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.